Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Although the customer initially the AED would not speak, review of the AED's internal log files determined that AED's battery had fully depleted. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.